Manufacturer narrative:
The manufacturer previously report a CPAP device's sound abatement foam allegedly became degraded and caused asthma. It is unknown if the patient required medical intervention. This issue was reported to the FDA per 21 cfr 806. This device will be corrected per res (B)(4).

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma. It is unknown if the patient required medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.